Event description:
Healthcare professional confirmed "the patient presented ruptura with capsula, but not periprotesic liquid".

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: crease fold, missing shell (0-25%) and striated broken on anterior and posterior. Based on the device analysis the final assessment is: a striated broken assessed as surgical damage like consist in the use of some surgical tool. Missing shell assessed as inconclusive additional, changed, and/or corrected data: b.5, d.6a, d.9, h.3, h.6.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported seroma and rupture. Ultrasound results confirmed no rupture. This relates to the left side. The device has been explanted.